Event description:
The handheld computer was received with an ac adapter, v8.0 flashcard, and with the main battery depleted. The handheld was received without a serial cable. An analysis was performed on the returned handheld and the reported allegation was not verified. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.

Event description:
It was reported by a company representative that a physician experienced problems with his handheld computer. The battery was indicated to not hold its charge while using for programming and interrogation of vns devices. The handheld was reported to be stored in normal hospital conditions and no mishandling was reported. At the moment, good faith attempts to obtain the reported handheld returned to the manufacturer have been unsuccessful to date.

Event description:
Additional information was received from the area representative indicating no mishandling was reported to the handheld. At the moment product return from the treating physician remains in progress.